Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited episodes of far-r wave oversensing resulting in inappropriate mode switches. The patient was brought into clinic on (B)(6) 2018. The patient did not report any symptoms and no changes were made to address the oversensing.